Event description:
A fail code 570 during a pt infusion. Although baxter attempted to obtain info, details were not available regarding additional contact info. The hosp rep stated that there were no reports of pt injury or medical intervention.